Event description:
It was reported that the catheter body inside the balloon was observed to be bent and broken when it was removed from the packaging tube before use.

Manufacturer narrative:
Product received; evaluation pending.